Manufacturer narrative:
After further review, the information in this MDR has already been reported under MFR# 1911916-2021-00436.

Event description:
It was reported that 10 bd posiflush¿ normal saline syringes had difficult plunger movement during the flush. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "trying to flush the line, the plunger become very hard to push. Most cases the nurse is unable to complete the line flush."

Manufacturer narrative:
Investigation summary: it was reported when trying to flush the line the plunger become very hard to push. To aid in the investigation, thirteen samples were received for evaluation by our quality team. Twelve samples came in sealed packaging flow wraps. One sample came with no packaging flow wrap, or saline solution, and has the plunger rod-rubber stopper at 6ml in the graduation scale. A visual inspection was performed to each sample and no defects or imperfections were observed. Each sample was then tested for sustaining force which is the force applied to the plunger rod while moving downwards when expelling the saline solution. All results were found to be within specification. It could be possible the customer had product on the higher end of specification inducing more force than normal required to expel the solution. A device history record review was completed for provided material number 306546, lot number 0325358. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed. Silicone dispersion in the barrel is being monitored to confirm consistency in our processes and products. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 10 bd posiflush¿ normal saline syringes had difficult plunger movement during the flush. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "trying to flush the line, the plunger become very hard to push. Most cases the nurse is unable to complete the line flush."